Event description:
A peripheral atherectomy procedure commenced to treat an in-stent restenosis (isr) present in a stent segment extending from the patient''s mid superificial femoral artery (sfa) to the proximal popliteal region. The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the isr. No issues were discovered at the time of initial treatment; images taken at that time showed no injury. The treatment was completed successfully with no reported patient harm. However, approximately a week after the procedure, the patient was seen by the physician with signs/symptoms. Diagnostic images revealed a pseudoaneurysm, in-stent within the sfa region. Surgical intervention was required to treat the pseudoaneurysm. Treatment was successful and the patient survived the procedure. This report captures the turbo elite in use during the intial procedure which may have caused or contributed to the pseudoaneurysm discovered within the sfa, requiring intervention. There was no alleged malfunction of the turbo elite in use during the procedure.

Manufacturer narrative:
Patient''s ethnicity/race unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.